Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported a drill bit has "broken". Additional information received: the surgery was completed successfully by opening a new drill. There was a slight delay in the surgery as a consequence.

Manufacturer narrative:
Please note the corrections to h5 and h8 as the device is a sterile drill bit. Please also note the correction to h6 clinical signs code. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drill bit shows signs of extensive usage ad evident by spiral scratches of the drill shaft. The breakage from the tip is a brittle fracture as indicated by the presence of shiny surface. The breakage is caused due to an application of excessive torsional & longitudinal force. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The breakage was caused by an application of excessive torsional & longitudinal force. If any further information is provided, the complaint report will be updated.

Event description:
It is reported a drill bit has "broken". Additional information received: the surgery was completed successfully by opening a new drill. There was a slight delay in the surgery as a consequence.